Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, there was no response from the probe. They reconnected the probe and rebooted the system. The procedure was completed with back up device. There was no patient impact.

Manufacturer narrative:
H3: product analysis found the probe, handle, insert, and an open pouch were returned in a resealable bag. The pouch was open from 3 of 4 sides when returned. Upon return, the probe was inserted into a handle. There were no traces of contamination observed on the probe or the handle, and both were free of damage when returned. Electrically, the resistance of the entire assembly shall be less than 0.3 ohms, and the actual measurement was 0.29 ohms which was in specification. The device was connected to a nim system using a 1.0ma stimulating current and 100v threshold and while stimulating with a patient simulator, the system consistently returned 1.0ma and a waveform/event tone over 200 v. There was no reading issue observed during the analysis of the returned device. The complaint was not confirmed; no out of specification condition was observed. H6: previously applied codes fdm b21, fdr c21, fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.